Event description:
The generator was dropped, returned and analysis found slight corrosion/contamination on the battery release. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator was dropped, but it did find that the upper and lower cases and the two side bail covers were broken, that the battery release and lead flex cover were contaminated, that the battery contacts were compressed, the ring was bent and the encoder flex was out of specification. (B)(4).